Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 12.6 mmol/l. Customer stated that he changed the battery because it was low. Customer was entering his carbs when the error occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.